Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he is experiencing high blood glucose levels. Customer reported that the infusion set is coming off in the middle of the night. Customer also reported that he woke up the insulin pump beeping. Customer's blood glucose at the time of the incident ranged from 190 to 600 m/dl. Customer's current blood glucose reading was 445 mg/dl. Customer reported symptoms related to their high blood glucose levels included thirst. Customer attributed high blood glucose to recent cancer surgery. Customer called to report that the insulin pump has an unresponsive keypad. Troubleshooting was done. Product is not expected to return.